Event description:
It was reported to medtronic neurosurgery that a strata ii shunt was allegedly leaking droplets near the adjustment mechanism of the valve. The event occurred during preimplantation flushing with a (B)(4) solution.

Manufacturer narrative:
The device has not been returned to the MFR. Therefore, an eval of the device was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of mfg. No impact to the pt was reported.